Event description:
It was reported that the patient presented in-clinic for a right-ventricular (rv) lead replacement procedure as previously upon interrogation it was noted that the rv lead exhibited oversensing of noise. Rv lead fracture was suspected but was not confirmed from visual inspection. As a resolution the rv lead was explanted and replaced. The patient condition was stable.